Event description:
It has been reported to philips that, system was given error: image disk full. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system image processing pc (ippc) image disk was full. As a part of troubleshooting the fse recreated the image store. After recreating of image store, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.